Event description:
It was reported that the patient had intermittent stimulation. There was no incident related to the event. Impedance measurements on electrode 8, 10, and 11 were greater than 3,600 ohms. The company representative attempted to program around the impedance using electrode 9, but stimulation was in the wrong location and was still intermittent. Palpation did not cause stimulation changes. The patient did not keep the appointment to have the device checked on (B)(6) 2011. The representative spoke with the physician, who planned to see the patient and potentially do a revision. Additional information has been requested.

Manufacturer narrative:
(B)(4).